Event description:
In our radiology department, a software upgrade was performed on the philips computed radiography (pcr) eleva from version pcr 1.1.5 to pcr 1.2. This upgrade was performed, beginning in late fall of 2010. On the new 1.2 version, there is a small symbol that transfers over to the pacs (picture archive and communications systems). Our concern with this feature is the icon can be mistaken for the marker denoting the patient's right (r) side. On certain radiographic views, we utilize ap-pa mirroring in conjunction with a hanging protocol. In the mirroring process, the icon could be placed on the patient's left side, but you see the r mirror icon. In our practice, the technologists place the appropriate laterality "l" or "r" marker on the correct side, but on pacs there also is the mirror icon that could be on the left side of the patient. This is of concern to us as radiologists, surgeons, clinicians may not know this is an ap-pa mirror icon and may mistake the icon for the wrong side of the patient's body. As of (B)(6), 2011 the affected features have been turned off and some systems reverted to prior software.detailed information has been provided to the manufacturer and they have indicated they are working to resolve the issue.